Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal and bolus delivery. The contact was unsure if the reported issue impacted the customer's blood glucose level. It was confirmed that the customer had manual insulin injections available.